Event description:
The hcp reports the patient had also been experiencing nausea. The pump was interrogated with no alarams reported. An abdominal exray demonstrated no disconnection. The patient outcome was reported as "not controlling `like it use to.' Patient had difficulty with post-operative pain control."

Event description:
The hcp reported the patient presented to the emergency room in 2005 with sudden increase in pain. An xray was done and reported as "good". The cerebrospinal fluid flow was good. The pump was explanted and replaced. A follow up report will be sent when additional information is received.